Manufacturer narrative:
The manufacturer previously reported a patient expired while allegedly using a bipap a40 between the dates of (B)(6) 2020. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The device's downloaded event logs were reviewed by the manufacturer. The manufacturer confirmed the device was powered on at 17:01:20 utc on (B)(6) 2021. The device provided therapy until the device was powered off on (B)(6) 2020 at 08:11:30 utc. The manufacturer tested the device and found the device to operates without issues.

Event description:
The manufacturer received information alleging a patient expired while using a bipap a40 between the dates of (B)(6) 2020. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the information.